Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: unknown. (B)(4).

Event description:
It was reported that an infection occurred and the patient was hospitalized for surgical intervention. The pump was explanted on (B)(6) 2012 but the catheter remained implanted. The patient was scheduled for a new implant of catheter and pump on (B)(6) 2013.

Event description:
It was later reported the patient was explanted and reimplanted on (B)(6) 2013. The patient was doing fine and was currently receiving effective therapy.